Event description:
Wire is sticking and breaking off inside pt. The wire is staying in the catheter.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of rewc1397 showed no other similar product complaint(s) from this lot number.